Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit, and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) precautions:exercise care when inserting or removing the device. Excessive bending of the device distal tip can cause the trd's cutter to come out of the cutting window. If such damage occurs, replace the device immediately. Reference internal complaint cc#(B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2016 and the fluid deficit started to rise. The physician suspected a perforation and aborted the procedure.